Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was loaded by the attending field representative. It was noted that there was a lag in the capsule closing to the nosecone of the delivery catheter system (dcs). Additionally, a loading check revealed an acceptable crown node overlap to the fourth node. The dcs was then attempted to be inserted into the patient via an access vessel; however, there was difficulty advancing the dcs. In response, a balloon dilation was completed, which allowed for advancement of the dcs. The dcs was then advanced to the aortic annulus and partially deployed. As the valve was deployed, the valve moved while still attached to the dcs. Subsequently, the valve was attempted to be recaptured; however, the valve did not fully recapture. The attending physician then tried to recapture the valve by overdriving the handle. This was ultimately still unsuccessful as the capsule barely made it to the inflow of the valve. It was then decided to move the valve to the ascending aorta, where the valve was eventually able to be recaptured. A second implant attempt was then made, but a reoccurrence of the issues experienced in the first implant attempt reoccurred. Additionally, during the second implant attempt, the patient went into complete heart block (chb) and had to be fully paced to 80 beats per minute (bpm). It was then suggested by the field representative to use a second valve and dcs to complete the procedure. No further issues occurred with the second valve and dcs. A permanent pacemaker was then implanted within the same day as the valve implant procedure. A 10-minute procedural delay occurred due to issues described above. Per the physician, the dcs and procedure caused or contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown); product type: 0195-heart valves; implant date: n/a ; explant date: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.